Manufacturer narrative:
The reported events were for lead dislodgement, noise, and lead sensing problem. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The measured full helix extension length was measured to be within product specification. The reported events for noise and a lead sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures. Internal conductor shorting found was due to procedure damage to the inner insulation.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have dislodged, resulting in over-sensing and p wave amplitude variation. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.